Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for fecal incontinence and gastrointestinal/pelvic floor. It was reported that the implant was not working for her symptoms. She was in her car on the day of this call and just turned it on to see what her readings were and she was getting a vibration in her buttocks where the battery was implanted. Patient confirmed she felt it in bicycle seat area and not at implant site. Patient confirmed stim was not uncomfortable but rather an unusual feeling. She just usually had the fluttering feeling. Patient stated it was unusual because she never felt vibration in the bicycle seat area before. Patient confirmed stim was on and she felt stim. Patient also reported she called her healthcare provider (hcp) and she was informed by hcp that ¿if it¿s on and it¿s in the place then it¿s fine¿. There were no further complications that have been reported as a result of this event.